Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the collar was broken. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, the guidezilla was tried to advance into the lesion; however while pushing the guidezilla out of the guide catheter, the collar broke. The procedure was completed using a guideliner. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The tip, distal shaft, collar and hypotube were microscopically, tactile and visually inspected. Inspection revealed a partial separation at the collar and tip damage (dented markerband). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the collar was broken. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, the guidezilla was tried to advance into the lesion; however while pushing the guidezilla out of the guide catheter, the collar broke. The procedure was completed using a guideliner. No patient complications were reported and the patient's status was stable.